Event description:
The customer's mother reported via phone call that the insulin pump complete broke after the customer hit the insulin pump against a pole while playing basketball. The customer's mother stated that the insulin pump's casing split in half and broke apart. The customer's blood glucose was 244 mg/dl. She stated that the insulin pump fell out of the customer's pocket, swung around and hit a pole. She stated that she could see the inside of the device due to the damage. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip.